Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed on unknown date due to unspecified reason. A new aus was reimplanted. Additional information received stated that the patient has stress incontinence and the old cuff was removed months ago due to infection and erosion. The date of explantation is unknown.

Manufacturer narrative:
E1, h8 and h10 updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed on unknown date due to unspecified reason. A new aus was reimplanted. Additional information received stated that the patient has stress incontinence and the old cuff was removed months ago due to infection and erosion. The date of explantation is unknown.